Event description:
Patient came in with few day history of abdominal pain, vomiting, diarrhea and fever. After scan with contrast was completed, complained of heart racing and hard time breathing. No swelling, hives or throat tightness. Sats at 100%. Unsure if reaction to contrast dye or not.